Manufacturer narrative:
Follow-up # 1 date of submission 02/11/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/28/2014 with the following findings:evaluation revealed that the audio bolus button cover had a hole in it but was responsive to button presses. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked extending from the opening of the battery chamber down to the primary seal. The returned battery cap was able to fully secure to the pump. No power losses occurred during investigation. There was no evidence of moisture damage in the battery compartment. Also unrelated to the complaint, evaluation revealed that the display screen was dim/faded and discolored. The complaint of the unresponsive audio bolus button was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. The distributor alleged that audio bolus button was unresponsive and the button cover was torn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).